Event description:
It was reported there was a hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure after tightening the hemostatic valve, the contrast medium leaked. The physician replaced the 8f short sheath, however the contrast medium still leaked. The procedure was completed successfully with another was and the closure device was implanted in the laa of the patient. There were no complications to the patient.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for analysis. The device was visually and microscopically examined. Visual inspection found kinks in the sheath 2cm and 31cm proximal of the tip. No damage or defect was found microscopically. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported event as functional testing passed, and clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported there was a hemostatic valve could not be tightened. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure after tightening the hemostatic valve, the contrast medium leaked. The physician replaced the 8f short sheath, however the contrast medium still leaked. The procedure was completed successfully with another was and the closure device was implanted in the laa of the patient. There were no complications to the patient.